Event description:
It was reported that in the past couple of months as of the date of this report, the patient experienced increased spasticity, but no withdrawal. On (B)(6) 2012, the hcp (health care provider) checked the patient's pump logs and saw that a motor stall occurred on (B)(6) 2012 because, the patient had an MRI (magnetic resonance imaging) on that date. The hcp saw another message that said on (B)(6) 2012 "stopped pump period may exceed tube set." The hcp was going to re-interrogate the pump to see if the motor stall recovery occurred. The hcp later reported that the cause of the event was due to pump end of life; normal battery depletion. The patient required hospitalization, and the pump was replaced. In regards to patient outcome, "no injury" was indicated. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID, 8598 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID, 8596 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).